Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dislocation of the 36 -5 biolox head from the 36e neutral trident liner. As reported by rep: "no allegations made against the implants." Patient was revised to a 28 +0 lfit head with an mdm liner construct. Rep reported that no further information will be released by the hospital or surgeon.